Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose levels of up to 600 (mg/dl) over the last 6 weeks that were addressed with correction boluses. Reportedly, customer stated that their bg levels increase when they experience fevers. Customer stated that they were taken to the emergency room (ER) 1 week ago for their elevated bg levels and diabetic ketoacidosis after experiencing a fever. Customer stated that they required 6 times the normal amount of insulin to treat their bg level. Customer was released from the ER after 14 hours.